Event description:
Additional information received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? Other than some discomfort post attempted relocation, no adverse consequences were noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented in office for follow up post dislocation and pain. X-rays revealed eccentricity of the implant post hip relocation and the surgeon suspected a head-liner disassociation during the attempted relocation. Revision total hip arthroplasty was scheduled, and intraoperatively, the poly liner was found disassociated with loosening at the non-cemented interface. Both the liner and a well-fixed femoral head were removed due to potential damage, along with the metal dm liner. New components were implanted without delay or patient harm, and hip range of motion was stable post-procedure. It is believed the poly liner disassociation occurred during the attempted relocation, as previous imaging showed all components well fixed and functioning. Doi: (B)(6) 2025. Dor: (B)(6) 2026. Affected side: left hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.